Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogating the implantable cardioverter-defibrillator, the device was found in backup vvi mode. The backup vvi mode had occurred due to a telemetry issue with the device and the patient's monitor at home. The device was reprogrammed. The patient was stable.